Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery lobectomy, on approach to bronchus the reload could not fire, articulate, and grasp. They change the new cartridge to complete the case. There was no patient injury.